Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No missing segments, spot on display, or display anomaly noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and stained serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partially black display. Customer stated screen appeared fried. There is no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.